Event description:
In 2008, the patient reported she awoke this morning to find her insulin infusion set had come off and her blood glucose reading was 394 mg/dl with her recommended range being 85-150 mg/dl. She said, she experienced frequent urination and treated her reading by immediately replacing her infusion set and bolusing insulin through her infusion device. The patient stated the infusion set at issue had been in use for less than 12 hours when it fell out. She said she is not sure if it did not properly stick to her skin or if she pulled it out while she was sleeping. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.